Event description:
It was reported that the patient presented for an implant procedure. Post procedure, it was noted that the right ventricular lead exhibited high capture threshold and high pacing impedance. The lead was explanted and replaced. The patient was stable.